Event description:
During a incident on 2-2-99 involving a patient who did not survive. The customer claims the unit showed a ventricular tachycardia rhythm and did not treat. He felt the unit should have shocked the patient. The unit has since been tested and it worked fine. They asked the meaning of the printed message, "check patient clear" that shows on the qr printout.